Event description:
The customer received a blood glucose reading of 90 mg/dl from her breeze2 meter. The customer then passed out and paramedics were called. Paramedics received a reading of 54 mg/dl from their meter when they arrived. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was taken to the hospital. No additional information was provided about the event. The customer was advised to return the test strips for evaluation. Replacement strips and new meter were sent to the customer.